Event description:
It was reported that the patient made a mistake during peritoneal dialysis therapy on the homechoice device because they left a clamp closed on the patient line during the prime. The patient stopped the initial drain when they realized that the clamp on the patient line was still closed. The patient had already been connected for therapy. The technical service representative helped the patient end the therapy in order to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient line clamp was left closed during the prime for peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.